Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
The customer reported that he had emergency room visit due to high blood glucose. Customer's blood glucose at that time was 714 mg/dl. Customer stated he had tooth extraction and gastroparesis and was due for surgery. Tge cause for the emergency room visit was hyperglycemia. He was given 100 units of homolog. Customer was wearing the insulin pump at the time of emergency room visit. Troubleshooting was done for high blood glucose. Explained to customer high blood glucose are often caused by site/set issues. Reminded him to change the set every 2-3 day. Advised customer that 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further info provided.